Event description:
The technologist withdrew the plunger back without filling it and was called away. Another technologist came into the room to replace the first tech and assumed the prefilled syringe was full. A "large amount" of air was injected into the pt. Pt was coherent during that time.